Manufacturer narrative:
The intraocular lens (iol) was received and inspected under illuminated 10x magnification. A bent optic and distorted haptic were observed. The cause of this event does not appear to be related to the manufacturing process. All information available is included in this report.

Event description:
The account reported 2 damaged intraocular lenses (iol) when attempting to implant them on the same patient, same eye. The first iol didn't sit correctly after insertion and was removed by widening the incision. The haptic on the second lens distorted as it was being implanted and was removed through the previously enlarged incision. A third lens was successfully implanted.